Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm, motor error alarm or motor noise during rewind noted. The drive motor was inspected and no drive/motor anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that he had unexplained high blood glucose of 400 mg/dl to 500 mg/dl and that pump makes a grinding noise. Troubleshooting found that the drive support cap was normal and the bolus is programmed correctly. The customer indicated that a no delivery alarm was received but declined to troubleshoot this. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose. The customer was advised that the device would be replaced and to return the product for analysis.